Event description:
Nurse contacted dexcom sales representative on (B)(6) 2015 to report on behalf of patient a hypoglycemic event that occurred on (B)(6) 2015. Patient was admitted to the emergency room due to low blood glucose level and was transferred to the intensive care unit. It was further reported that the patient had lost his receiver and was not wearing the continuous glucose monitoring system at the time of the event. No further event information was provided.

Manufacturer narrative:
(B)(4). The patient was not wearing the device at the time of the event and there was no alleged device malfunction. Additionally, it should be noted that diabetes mellitus is a known cause of hypoglycemia.